Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and epicardial defibrillation lead displayed an out-of-range shocking impedance measurement.